Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the device could not sense a test cardiac signal. Adjust by calibration and functional test was performed. The interconnect flex assembly was preventively replaced. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was not sensitive and could not sense a cardiac rhythm signal. The epg was returned for service. No patient complications were reported as a result of this event.